Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow meter of the new circulation pump was broken, so it had to be replaced. The reference of the cleaning solution that used, do not appear with lot: dycrzz568 so, it could not add it.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. The flow meter of the new circulation pump was broken, so it had to be replaced. Replaced flowmeter. Reference of the cleaning solution that servicer does not appear (739-05) with lot so could not add it. Performed pm procedure. The device is tested and works correctly. The instructions-for-use under baw2800548 rev 1 and baw2800424 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow meter of the new circulation pump was broken, so it had to be replaced. The reference of the cleaning solution that used, do not appear (739-05) with lot: dycrzz568 so, it could not add it.

Manufacturer narrative:
Correction: d, f. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is a spare part. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow meter of the new circulation pump was broken, so it had to be replaced. The reference of the cleaning solution that used, do not appear ((B)(6) with lot: (B)(6) so, it could not add it.